Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an insulin reaction and the pump should not have turned itself off. Customer's spouse reported that her husband went low on sunday evening and although the pump said he was at 68 mg/dl, the threshold suspend alarm never went off. Customer treated for the low on sunday with juice. Customer has not uploaded to carelink recently, so the reports were unable to be reviewed. Customer kept getting low predicted alerts as well. Customer's blood glucose level was 48 mg/dl. Customer was explained the differences between sensor glucose and blood glucose readings. Customer's spouse declined troubleshooting. No further assistance needed.